Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. As the lot number for the device was not provided, a review of the device history records has not been performed. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent was allegedly foreshortened as it was placed in the lesion. Current patient status was requested but not provided by the facility.

Manufacturer narrative:
Manufacturing review: the lot number was not reported so that a review of manufacturing records was not possible. It was therefore not known whether the reported issue was possibly manufacturing related. . Investigation summary: the physical sample was not returned and images have not been provided. The alleged failure could not be reproduced which led to an inconclusive evaluation result. A potential manufacturing related issue could not be evaluated because the lot number was not provided. Based on the information available a definite root cause for the event reported could not be determined. Labeling review: in reviewing the applicable labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU closely describes how to hold the system during deployment and how to release the stent. In regards to predilation the IFU states: 'predilatation of the lesion should be performed using standard techniques.'

Event description:
It was reported that the vascular stent was allegedly foreshortened as it was placed in the lesion. Current patient status was requested but not provided by the facility.